Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Customer experienced an unexpected battery less than 7 days per the pump history records. No power alarms were found on event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and motor assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, stained serial label, battery cap contact missing. Charge/battery lasts less than expected is not confirmed. Cosmetic damage is confirmed at the battery cap. Exposed to moisture is confirmed at the pcba 1 motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump had battery cap damage. Troubleshooting was performed for the battery cap - damaged/lost or requesting a spare but the issue was not resolved. The customer stated that the battery cap's metal contact was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported that the pump was exposed to moisture. Fluid was present in the pump. The pump did not return to normal function, fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. The customer reported a short battery life or a pump low battery alarm after 1 week or less. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instruction. Mmt-1884 was requested and the customer response was the device will be returned.